Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2018 a drain was used. Three days post operatively the drain was broken outside the patient when trying to remove it from the patient. The lot number is unknown. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 06/13/2018 additional information: evaluation: received one fluted piece of drain (15 cm long); the broken end of the drain is very uneven and indented, this appearance usually indicates on breakage following some pre-damage in silicone drain. The lot number is unknown. The drain broke following damage in use.